Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2003, the hospital vad coordinator contacted the manufacturer reporting that the manufacturer's technical service had done a perc lead repair days before. Then the following month, the pt who was coming back from the bathroom, had taken a fall, and the system controller became disconnected from the percutaneous (perc) lead. It was reconnected, with no harm to pt. After reconnecting the pt it started having power cable disconnect alarms. The manufacturer had suggested changing out the system controller, and if alarms persist, doing a perc lead x-ray. The pt remains on lvad support while awaiting a heart transplant.